Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed there were 55 days between the declaration of elective replacement indicator (eri) and eol battery statuses. This is fewer days than expected. Engineering analysis of the device longevity found the device lasted as long as expected up until eri was declared. Then, eol was declared due to long charge times. A manual capacitor reformation was completed in the laboratory; it resulted in a longer than expected charge time. The device case was opened to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing noted a normal current drain. Another manual capacitor reformation was completed and, with the external power source attached, a normal charge time resulted. The device battery was forwarded for detailed testing. Despite this testing, no root cause for the battery issue could be determined. Laboratory analysis concluded this device reached eol earlier than expected due to an issue with the battery that caused longer-than-expected charge times; however, the root cause of the issue could not be identified.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) indicated three months of remaining battery, but the crt-d has reached the end of life indicator. Technical services recommended to remove the device and send it for analysis. The crt-d was explanted. No additional adverse patient effects were reported.